Event description:
It has been reported to philips that the system was not booting up. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that host pc did not boot up. The battery of host pc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse identified an issue with the host pc and found that the battery of host pc was empty. The fse replaced the host pc cmos battery. After the replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.